Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One photo was provide which shows a cup, screw protruding and bio on the sphere. No other information can be obtained from the photo. A review of the device history records identified no deviations or anomalies during manufacturing. The device is used for treatment. Medical records were not provided. The root cause of the reported issue is attributed to off-label use. Per IFU, only authorized combinations should be used. The event could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). D10: 00631006236 item name liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 62 mm o.d. Shell lot # 64376430 g2: foreign: australia the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure 1 year and 2 months post implantation due to a failure of a stryker product that was cemented into the mars shell. There is no additional information available at the time of this report.

Event description:
It was reported that the patient underwent a revision procedure 1 year and 2 months post implantation due to a disassociation of a stryker liner that was cemented into the tm cup. The cup remains implanted. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.